Event description:
Patient was revised to address pain and acetabular loosening. Update: (B)(6) 2011 - medical records were received. The revision operative report indicated that the patient was revised to address pain and clunking. Additionally elevated metal ion levels were noted.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4). Litigation alleges patient had activity-limiting pain and discomfort in right hip and excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.